Event description:
This is a follow-up for the initially filed MDR (3011581906-2019-00016).

Manufacturer narrative:
The reported issue was not confirmed. Pump event history log showed multiple upstream occlusion alerts. Due to the upstream occlusion presence in the event log, forceps were clamped onto the tubing during this testing to trigger upstream occlusion alert and then pump was able to successfully sense pressure relief and resume infusion when forceps were unclamped. In order to test for flowrate, the pump was programmed with a 24hr infusion where it yielded results of -3.72% flowrate accuracy and another infusion programmed for 46hrs with the results -2.48% flowrate accuracy. The pump was ran through evaluation testing with flow rate accuracy within the scope of our specifications during both infusion tests. The device functioned as intended.

Manufacturer narrative:
The affected device is not yet returned to the distributor of infutronix.

Event description:
Infutronix received an under-infusion issue of the device from a distributor on (B)(6) 2019 that "regarding pump 300866 that the pump was set for a 46 hour infusion. Pump alarmed that the treatment was completed. But there was still a significant amount left in his bag. Dr. (B)(6) ordered a continuation of remaining on monday. I kept the remaining in the chemo hood. It states stabilization for 14 days at room temperature. No patient harmed. Device operator lead pharmacy technician. Medication 5fu." No other patient information was provided to infutronix.